Event description:
It was reported that after device changeout, this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements above 2000 ohms during defibrillation threshold (dft) testing with triad configuration. The system was programmed in a different configuration and technical services (ts) was consulted, further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.